Event description:
Caller reported an error with the continuous glucose monitor, specifically error 42 for the g7 sensor. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer was provided with detailed instructions on resetting the pump and planned to perform the reset at a convenient time, with a follow-up if the problem continued.